Manufacturer narrative:
The event occurred in: (B)(6). (B)(4).

Event description:
The customer complained of a questionable elecsys tsh assay result and a questionable elecsys ft4 ii assay result for 1 patient sample tested on a cobas 8000 e 801 module compared to the results from an architect analyzer and a siemens centaur analyzer. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results. Please refer to the attachment for patient data. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was not provided. The cobas e801 serial number used at the investigation site was (B)(4). The tsh reagent lot number used at the investigation site was 283556 with an expiration date of feb-2019. The investigation is currently ongoing.

Manufacturer narrative:
The customer's cobas e801 serial number was (B)(4). The investigation determined that a general reagent issue can most likely be excluded. The noticed discrepancies for tsh and ft4 ii between the cobas e801 results versus the competitor systems is likely explained by the fact that the assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used.

Manufacturer narrative:
Na.